Event description:
The surgeon implanted an aq2010v silicone three piece lens but the haptic broke while being inserted. The incision was enlarged to remove the lens but sutures were not required. The facility indicated that it was unk as to why the haptic broke. An st-45s cartridge was used but the lot number was not known by the facility. The model and lot nubmer of the injector used was not known by the facility.